Event description:
It was reported that this right ventricular (rv) lead was observed to have loss of capture, with no asystole. The rv lead was subsequently abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.